Event description:
This x-ray system's viewing subsystem (visub) unit lost power.

Manufacturer narrative:
(Eval method): the investigation found a defective cooling fan in the power supply. This resulted in it overheating and shutting down. When the unit lost power, it was unable to be restarted. The power supply was replaced and the system became operational. The replacement rate of the power supply has not increased since 2007. Therefore, this is considered a normal replacement. There is no required mandatory field action.